Manufacturer narrative:
The reported events of lead fracture and unable to insert the stylet were not confirmed. As received, a complete lead was returned in one-piece. Visual and x-ray examination did not find anomalies. The test guidewire was inserted all the way throughout the distal tip of the lead and removed without any obstruction. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During device preparations, there was a failure to advance the stylet down the left ventricular (lv) lead. Lead fracture was suspected to be the cause of the event. The lv lead was not used for the procedure.